Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced skin breakdown at the implant site. The recipient was prescribed microklenz spray twice daily until the site is healed and bactroban ointment twice daily for ten days.

Manufacturer narrative:
(B)(5). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. The recipient was last reported to be in hospice care. The recipient remains implanted. This is the final report.